Event description:
It was reported that the patient experienced repeated hypoglycemic events while using the ilet, with glucose values reportedly in the 40s, and subsequently discontinued use and reverted to an alternative insulin therapy; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included serious injury or impairment. Investigation included communication with the patient and analysis of information provided by the user or third parties. Investigation of this case revealed no findings due to insufficient information about the device performance and components. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.